Event description:
It was reported that an interstim ii patient had a tingling sensation in her legs after her stimulator was turned off. Reprogramming trials were performed; the pt experienced overstimulation and new pain. The hcp was unable to provide outcome due to the reprogramming being too new.